Event description:
It was reported that during a procedure, error codes were received indicating "navigation catheter outside of sensing volume" and "magnetic interference." The distance to the lesion unexpectedly changed from three centimeters (cm) to over 300 cm, and the navigation catheter turned blue. To resolve the issue, a new kit was used. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the device was outside of magnetic volume, the catheter was decoupling and there was electromagnetic interference. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal actions have been implemented to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.